Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become availabe, a follow-up report will be issued.

Event description:
Provider alleges consumer hit a pebble and the steering was allegedly off. The scooter allegedly took off and flipped over with the consumer in it.